Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Further testing was recommended and discussed. No adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.